Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The field service engineer spoke to the customer about the issue. There was a pole or handle of some sort behind the surgeon side console (ssc) that had managed to perfectly wedge itself through the ssc frame and was against the master tool manipulator (mtmr). This was causing the issue. They removed the obstacle and robot worked fine after. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. The probable root cause is attributed to an obstruction on the mtms. This issue can be resolved by removing the obstruction. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the clinical sales representative (csr) called in mid procedure to report that the surgeons arms floated when they let go of the master tool manipulators (mtms) and the arms were difficult to move. The surgeon was having to move the manipulators hardly. The csr stated that the ports were placed correctly and there were no obstructions. The procedure was completing as planned with no report of patient injury.